Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has alarmed no delivery. The customer stated that after filling the reservoir, insulin would exit with the plunger push but when putting the reservoir back into the insulin pump, he would get another no delivery alarm. The customer stated that the issue with the reservoirs has happened 5 to 6 times within the last 4 to 5 months. Blood glucose value was 160 mg/dl. The customer stated that the reservoirs are all from the same box and that sometimes insulin would be at room temperature and other times it's cold. The no delivery alarm was not occurring at the time of the call; it was resolved by a complete set change. He was advised to call back when receiving the alarm in order to troubleshoot. The product will not be returned for analysis.